Event description:
It was reported during a da Vinci assisted Appendectomy surgical procedure that the 30 SureForm Stapler did not follow intended movements made by surgeon. The procedure was completed with no reported injury.Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: While surgeons head was in the console, instrument opened without command from the surgeon. Stapler was never fired. Issue was resolved by opening a new stapler.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.